Event description:
Per the clinic, the patient experienced recurrent episodes of pain, swelling and infection at the receiver stimulator site, which was treated with IV antibiotics for a duration of 2 weeks and several courses of oral antibiotics (specific date and duration not reported). The device was explanted and the patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Per the clinic, it was reported that the patient was also hospitalized.